Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 10th november 2014. The device was returned for the reported fault of will not power on. During the investigation it was found that the device was failing to power on, as per the reported fault, or connect to the pc and the status indicator was observed flashing red. This fault was intermittent in nature. The fault was traced back to an intermittent failure of the microprocessor u25. The fault could not be replicated when u25 was replaced. The device successfully passed final unit test (h032-014-004) on the 10th november 2014. Information from the history log shows the device performed to specification up to the 30th april 2017, therefore, it is assumed the intermittent fault developed after this date. Furthermore, after replacing u25, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The returned pad-pak was measured and found to be depleted, this was likely due to all the status leds remaining illuminated when the device was in its faulty state. This would also have resulted in the device failing the power on as per the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Sam350p unit will not power on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Sam350p unit will not power on.